Event description:
The facility returned the pump for service. During service the baxter technician noted that the air in line printer ciruit board was out of specificaion and was replaced. Information was not provided regarding whether or not the device was in patient use when the event occurred. Per largo customer service, the hospital representative stated they have no record of any patient injury or medical intervention. No additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 12 2007. The facility reported to largo customer service an infusion pump with constant air in line alarm. Evaluation summary: evaluation was completed and the problem reported by the customer was a constant ail sensor fault. The cause of the ail sensor fault was the air in line printer circuit board.